Event description:
Resident en route to whirlpool fell out of whirlpool chair due to faulty belt on chair. State survey team reviewed whirlpool lift procedures on 9/10/94 and found staff was proficient in proper technique with lift chair. Their assessment was that the system is not safe from an engineering stand point. MFR was contacted on 8/10/94 and verbally reported. They will send out technician to do a review shortly. Transferred to hospital 8/6/94 for suturing of 4x1 cm laceration, right upper forehead, skin tear right wrist, and right eye was swollen shut.